Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair since both sides of common iliac arteries had aneurysm. (Left common iliac artery was partly normal blood vessel). The right iliac leg was placed into right external artery after coil embolization of right internal iliac artery. It was noted that the stent placed at right external iliac artery for long term prognosis (1820334-2010-00574). Final angiography revealed left internal artery was occluded. The physician attempted to push the left iliac leg up with a balloon catheter, however, it was invalid. Then the physician decided to take f/u observation. The current status of the pt's condition is unk.

Manufacturer narrative:
(B)(4).